Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample (unused). This sample contains 9 sutures inside the pack instead of 8 sutures as the product description. There are two sutures in position 2. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the root cause is an operational error (human error) when positioning the sutures in the cardboard support. Final conclusion: considering that the results of sample received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: a CAPA was opened from a previous confirmed complaint. Actions of the CAPA were not implemented when the current complained batch was manufactured.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The customer reported that there are supposed to be 8 pieces in a package but 9 pieces were packed in a package. No more information has been received.